Event description:
Per the physician, the patient was explanted due to migration of the device. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.